Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number : 20652952, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients one lead had migrated. The patient underwent a revision procedure. No device malfunction was suspected.